Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: the pathogen is not available. Batch review performed on 13 december 2016. Lot 147977: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully. X-rays and explants are not available.